Manufacturer narrative:
(B)(4). Per the ccp: since he had a back-up cardioplegia (cpg) pump, he merely swapped out the lids and the original pump is still in use. The damage was on the cover where the plastic hinge snaps into the plastic insert that pushes down into the pump housing. The cover was found to be cracked and non-repairable. The broken cover was noticed to be broken while throwing away a disposable pump circuit after a case. No problems were encountered during the case and patient care was not impacted at all. The damage is of function and not cosmetic because the lid would not sit appropriately on the pump housing and the magnetic safety switch would not align correctly. The ccp would like another cover sent to them for replacement of the back-up roller pump.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported that the pump cover was broken on the roller pump. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the customer on (B)(4) 2016, the roller pump lid/cover will not be returned to the manufacturer for evaluation, as it was thrown away.

Manufacturer narrative:
The reported complaint was confirmed by customer observation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.